Manufacturer narrative:
The surveyor central station system is intended for monitoring of physiological signs, including cardiac and vital signs, for multiple patients within a medical facility. The system can receive, display and store data from up to a maximum of 64 multi-parameter patient monitors, mobile monitors, and/or telemetry systems. The system can support patient monitoring and telemetry monitoring modes simultaneously. Patient monitors can be surveyor s12 or s19 patient monitoring systems. Ambulatory telemetry transmitter and mobile monitor sources can be surveyor s4 systems. In patient monitoring mode, the patient monitors provide primary monitoring functionality while the surveyor central station system provides continuous secondary monitoring of patients including alarm reception and management, display and storage of parameters and waveforms including full-disclosure, automatic and ondemand generation of various printed reports using a network-attached printer. In telemetry monitoring mode, the surveyor central station provides primary monitoring of patients including display of values and waveforms, alarm generation and management, data storage, patient management and report printing functionality. Patients are monitored through telemetry, when moving in a defined area, of a variable size depending on layout and thickness of walls. In order to guarantee a proper signal transmission in each different situation, an antenna network can be installed according to customer needs. The data and analysis provided by the surveyor central station is reviewed, confirmed, and used by trained medical personnel in the diagnosis of patients with various conditions. The hrc technician inspected the surveyor central system but was unable to duplicate the reported connection issues and was unable to find any problem with the device. The system was monitored over the following week but no further issues were reported by the customer. Based on this information no further actions are required at this time. Although there was no patient injury reported, if the reported issue of the surveyor central suddenly loosing connection during use were to recur, it could cause or contribute to a death or serious injury. Therefore, hillrom is reporting this event.

Event description:
The customer reported that the surveyor central lost ECG signal connection. There was no loss of patient monitoring or adverse event reported. This incident was captured under complaint ref # (B)(4).